Event description:
It was reported that the device intermittently fails to power on or it sporadically loses power when battery one is installed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent problem. Physio re-seated all of the connections to the battery pins and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use.